Event description:
A report was received that the patient¿s leads were replaced and patient will undergo another revision for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description:linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s leads were replaced and patient will undergo another revision for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation due to lead migration as confirmed by x-ray. The patient underwent a revision procedure wherein the leads were replaced per physician's preference. No device malfunction was suspected. However, the revision was not successful due to physician was not able to accomplish what he needed with the leads. The patient will undergo a second revision for this.